Event description:
Patient underwent generator replacement surgery to upgrade to a sentiva generator due to their sleep apnea to be able to shut the device off at night. The explanted generator has not been received by product analysis to date.

Event description:
Patient was diagnosed with sleep apnea and when undergoing a sleep study it was determined that the vns settings were interfering with the sleep/ CPAP study so the settings were lowered. No other relevant information has been received to date.